Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003.), uterine bleeding, menses irregular and urinary frequency. Previously administered products included for an unreported indication: mirena from 2011 to 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilatera). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. The event injury was replaced with new events from pfs: abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: fibroids, dysmenorrhea (cramping), abdominal pain. The case was upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('identified within the myometrium is a metallic coiled medical device') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003), uterine bleeding, menses irregular, urinary frequency, chronic cervicitis, adenomyosis and nabothian cyst. Previously administered products included for an unreported indication: mirena from 2011 to 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, heavy menstrual bleeding, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 (as per medical records) discrepancy: date(s) of insertion:(B)(6) 2016 (as per pif),(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('identified within the myometrium is a metallic coiled medical device') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6) 1993, (B)(6) 2001, (B)(6) 2003.), uterine bleeding, menses irregular, urinary frequency, chronic cervicitis, adenomyosis and nabothian cyst. Previously administered products included for an unreported indication: mirena from 2011 to 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilatera). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia and uterine leiomyoma outcome was unknown and the abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 (as per mr). Discrepancy: date(s) of insertion: (B)(6) 2016(as per pif), (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter information, medical history added. Event: identified within the myometrium is a metallic coiled medical device added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('identified within the myometrium is a metallic coiled medical device') and abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 1993, (B)(6) 2001, (B)(6) 2003, abnormal uterine bleeding, menses irregular, urinary frequency, chronic cervicitis, adenomyosis and nabothian cyst. Previously administered products included for an unreported indication: mirena from 2011 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (robotic assisted laparoscopic partial hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, heavy menstrual bleeding, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the abdominal pain, dysmenorrhoea and genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, genital haemorrhage, heavy menstrual bleeding, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2016 (as per medical records) discrepancy: date(s) of insertion: (B)(6) 2016 (as per pif), (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: after internal review, narrative was updated (specification of surgery). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.